Event description:
It was reported that there was a loss of therapeutic effect following a fall. The patient reportedly slipped down some steps and believed to have broken her tailbone. Stimulation was turned off because it was ¿making it worse,¿ but she wanted to get it working again. Follow-up is being conducted to obtain patient outcome and actions taken.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).